Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged patient expiration is related to the activ.a.c." Ion progress" remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The patient was at an advanced age with significant co-morbidities that may be contributing factors in this event. The device met specifications before and after patient placement. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.¿ therapy should be made at the discretion of the lead clinician.

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient's family member: the patient expired in the hospital. The family member reported the activ.a.c." Ion progress" remote therapy monitoring system was removed prior to the patient's admission. The hospital staff reportedly wanted to re-apply the activ.a.c." Ion progress" remote therapy monitoring system, and the patient was allegedly going to take the activ.a.c." Ion progress" remote therapy monitoring system back to the hospital, but the patient expired prior to being discharged from the hospital. No additional information was provided. Per review based on multiple patient identifiers including name, date of birth, state and city, an obituary was located that noted the patient expired on (B)(6) 2021. On 28-jun-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 08-sep-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.